Event description:
Consumer reported, after he takes his injection, it is hard to remove the pen needle from insulin pen. Stated, he's stuck his finger a couple of times trying to remove pen needle but did not have to seek medical intervention. Stated, his eyesight is bad, so he can't be sure if the number is correct he's providing from tear drop label. Lot: 2165562 catalog: unknown, (8mm x 31g-short pen needle per consumer) date of event: unknown samples: yes sending box to pharmacy for pick up. Cl

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.